Manufacturer narrative:
The kentrox lead was destroyed in the returned state and consisted of two lead fragments. The lead had been cut through 20 cm distal of the connector pin, probably with a scalpel. The analysis of the selox and kentrox leads determined that the insulation of both leads were frayed. This damge is, with high probability, to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying in the proximal region lead to the assumption of friction between the selox and a partner lead. Whereas the fraying in the distal region leads to the assumption of excessive mechanical stress of the leads in the region of the valve plane. X-ray images of diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The deformation of the shock coils and inner conductor helix is probably due to the explantation procedure.

Event description:
After an implantation time of about 5 years, oversensing with multiple shock deliveries was reported. There was no implant date provided. The entire system was explanted and no deterioration of the pt's state of health was reported. (B)(4).